Event description:
Outflow cannula broke while in use during patient's knee surgery, and was not noticed by the surgeon. Tip of cannula was unintentionally left in patient's knee joint. Neither or staff nor the surgeon noticed this upon taking it out of patient's joint.